Event description:
It was reported by service report that the head-end lift was stuck in an upright position and unable to descend. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty power coil cord on head-end lift assembly.